Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that dirt/rust on the inside. After speaking with our nursing staff they confirmed it was about 10 cannulas that had similar problems and they advised that some that didn't have any visual issues were ¿sticky¿ and therefor also not useable .

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your report of foreign matter on the insyte autoguard device was confirmed; however, the source and composition of the foreign matter could not be determined from the photograph that was provided for investigation. The photo showed two 24g insyte autoguard devices. One device appeared to be sealed. One device had been removed from its packaging and the needle cover had also been removed. A dark colored material was observed at the tip of the catheter and needle. Without the physical sample, no material analysis could be completed. A device history record review showed no non-conformances associated with this issue during the production of this batch. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.